Event description:
Customer received a result of 29.8 mmol/l on the mobile system, and a result of 11 mmol/l on the aviva nano system within 10 minutes. Later that day the customer received a result of 21 mmol/l on the mobile system, and a result of 9.1 mmol/l on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the test strips are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system. Will not be returned to manufacturer.